Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d1, crt-d implanted: (B)(6) 2014: (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The device was reprogrammed to left ventricular (lv) pacing only and the rv lead remains in use. No patient complications have been reported as a result of this event.